Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, noted that the housing was damaged due to improper handling. Device was inspected and repaired.

Event description:
Customer reported that the console displayed error codes for handpiece lock engaged and handpiece overheat warning. This is report 1 of 1 for (B)(4).